Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 2 infusion sets cannula kinked events on 21-may-2024 and 19-jun-2024 within 3 or more hours after insertion. The infusion sets has been used for 3 hours for event 1 and 6-8 hours for event 2. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion .patient replaced infusion sets and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.